Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) of 893 and was slowly increases since the week prior. Labs were ordered for ldh isoenzymes and plasma free hemoglobin. Haptoglobin was already drawn and an echocardiogram was already performed. The physicians were considering a computed tomography angiogram (cta) and the patient was on continuous renal replacement therapy. The patient was in the intensive care unit on multiple drips and antibiotics with a possible positive respiratory culture. The ventricular assist device (vad) parameters were stable and the event log only captured routine events. The patient remained on 5mcg dobutamine and a low dose of levofloxacin/vasopressor and continuous renal replacement therapy. A cta was not indicated and ldh was trending down to 664. The vad parameters were within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of elevated lactate dehydrogenase (ldh), renal dysfunction, and infection could not be conclusively determined through this evaluation. The controller event log file contained data from 29mar2022 through 06apr2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, renal dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also provides care instructions in regard to preventing infection. Section 4 of the patient handbook, ¿living with the heartmate 3¿, provides care instructions in regard to preventing infection. The handbook also instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the cause for hemolysis was possibly due to infection. The patient had a low-grade fever that resolved and leukocytosis. The respiratory culture was growing enterobacter cloacae. The patient completed the course of zosyn. The patient had no symptoms.